Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3810 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "my team is reporting issues with our 5 fr triple lumen PICC lines, lot reez3810. They are kinking in the arm and we've had to replace 3 in the last week." This report addresses the second patient. PICC placed (B)(6) 2021 without complication. (B)(6) 2021 alteplace given for occlusion (B)(6) 2021 0951- 2 lumens not flushing. Dressing changed, xray ordered for verification of placement (B)(6) 2021 1005- xray noted kinking of PICC line at insertion site for length of over 2cm per radiologist. (B)(6) 2021 otw exchange done.